Event description:
It was reported that during the pretest, the recanalization catheter made an unusual noise. Reportedly, the catheter was verified to be properly connected; however, the noise persisted. There was no pt involvement.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device was returned. The tip was examined under magnification (microscope 10x). The outer catheter was partially separated from the distal metal tip. It appeared as through the outer catheter may have been twisted just proximal to the metal tip, resulting in the partial separation. The investigation is confirmed for material separation at the distal top. The investigation is inconclusive for unusual noises, as functional testing could not be performed due to the poor sample condition. The condition of the returned device indicates that the crosser was twisted onto the transducer while it was still in the packaging hoop; therefore, the probable root cause is likely user related. It is unk if pt and/or procedural issues contributed to the reported event.